Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the pump was rebooting and on one occasion the reporter woke to the pump alarming ¿pump not primed¿ after the pump had rebooted; the reporter indicated that the blood glucose had elevated to 20 mmol/l with grogginess upon waking. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.